Manufacturer narrative:
Patient identifier not available from the site. Patient weight not available from the site. No evaluation has been performed as the reported issue was resolved via initial troubleshooting with medtronic technical services (ts).

Event description:
A site representative reported that, while in a cranial biopsy, the biopsy needle could not be tracked. It was reported that the site locked the trajectory and aligned the camera to continue with the procedure. There was a reported delay to the procedure of fifteen minutes due to this issue. There was no impact on patient outcome. No additional information was provided.